Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The receiver data log was provided by the patient and reviewed; however, could not confirm the reported event. A photograph was provided by the patient confirming the reported detached sensor wire. A root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was detached and sticking out of the patient's skin. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.